Manufacturer narrative:
Insulin pump received with a constant blank steady white light on the display due to cracked lcd glass. Pump received with cracked battery tube thread and cracked case battery tube noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had crack battery cap. The customer blood glucose level was 64 mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.